Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Plate remains implanted.

Event description:
Three variax distal fibra plate were used, but locking failure occurred at one distal screw hole. Used a new screw, but did not lock it as well. It was fixed using another screw hole. The plate is not bent and it is not forcibly drilled by the poly axial direction. It did not lock even with the screw of actual measurement by drilling of monocortical.